Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause for difficult positioning is due to challenging patient anatomy. A cause for the reported pericardial effusion could not be determined. The tachycardia, hypotension, and ECG/EKG changes are cascading effects of the pericardial effusion. The reported patient effects of pericardial effusion, tachycardia, hypotension, and ECG/EKG changes are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. The reported surgical intervention and unexpected medical intervention are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report after the clip was implanted, a pericardial effusion was noted. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and when placing the clip, the clip got stuck in anterior leaflet and chord. The clip was able to be freed without issue and the clip was deployed, reducing mr to 2 but blood pressure was 96/48. The patient's had hemodynamic changes, elevated heart rate, drop in blood pressure, EKG changes. Then, a pericardial effusion was noted. Pericardiocentesis was attempted but was unable to be performed and converted to a pericardial window. Drained 300cc of blood and tube was removed the next day. The patient was discharged home, postoperative day 3 and was confirmed to be stable. Only one clip was implanted with mr grade of 4. No additional information was provided.